Event description:
During an attempt to place kissing stents to the iliac, fluoro was shot and upon review, it appeared there was not a stent deployed on the left side. The assurant cobalt peripheral stent was removed from the body and it was determined the stent was not on the balloon. The staff felt it had possibly been damaged in the packaging and had fallen to the ground upon removing. The undeployed stent was found on the floor during clean up.